Event description:
It was reported that during a remote follow up, loss of capture and oversensing were noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.